Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient did well postoperatively and able to regain coverage. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient did well postoperatively and able to regain coverage. The explanted device was kept by the medical facility.

Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.